Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device after a left heart catheterization two vessel interventional procedure. Reportedly, later the same day, the patient developed abdominal pain, hypotension and falling hematocrit. The patient went into shock. A computerized tomography (CT) scan demonstrated a large right retroperitoneal hematoma. While being moved from the CT scan room to the operating room the patient went into cardiac arrest. The patient was revived with cardiopulmonary resuscitation. An arterial hole in the right femoral artery was surgically repaired on the anteromedial side of the artery and additionally an arterial hole on the anterolateral side of the artery was surgically repaired. The starclose se clip was observed about one centimeter superficial to the artery. During the procedure the patient had a supraventricular narrow complex type of tachycardia probably due to atrial fibrillation. The patient was revived with a 150 joule shock and went back into sinus rhythm. An intraoperative cardiology consultation was done and the patient was given amiodarone. The retroperitoneal hematoma was treated with thrombin-soaked gelfoam, bovie electrocautery, hemoclips, and floseal. The patient was transfused with packed red blood cells, four units of plasma, and a ten pack of platelets. Hospitalization was extended three days due to the open surgical repair. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Failure to follow steps. This code is used to address the presence of two punctures in the artery. Per the instructions for use- warnings: do not use the starclose se vascular closure system if the puncture is through the posterior wall or if there are multiple punctures, since such punctures may result in a retroperitoneal hematoma. It was reported that the starclose se device was used in an obese patient. Per the instructions for use, the safety and effectiveness of the starclose se device have not been established for patients who are morbidly obese.